Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.

Event description:
Patient reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat, wear abrasion, one opening curved on the anterior, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified one sharp opening on the valve bond edge. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on valve bond edge anterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d.10., h.3., h.6.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5, d.7, g.1, h.6.

Event description:
Device has been explanted.